Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). Device manufacture date: unknown. Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. DHR review: it was not possible to perform a device history record analysis, since the claimed batch is unknown. Qn/ncmr review: it was not possible to perform quality notification (qn) or non-conformity report records analysis since the claimed batch is unknown. Unplanned maintenance: it was not analyze possible to perform corrective maintenance history since the claimed batch is unknown. Fmea analysis: the analysis of the fmea, dfpr054-0, version 02, was not performed since the defect was unable to be confirmed due to lack of enough information to find the root cause of the claimed defect. Investigation conclusion: not confirmed: the bd was unable to confirm the complaint. The fact that the lot number was not informed, it was not possible to analyze the history of the lot and the nonconformities, it is not possible to confirm the defect reported in this complaint. Root cause description: due to the lack of enough data it was not possible to determine a root cause for this complaint. Rationale: complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle did not retract.